Event description:
The facility reported an infusion pump with a "failure message related to recall". Review of the device's event history revealed a failure code 402 had occurred. Information was not provided regarding whether or not the device was in pt use when the event occurred. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional information or contact was available.